Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the camera cart on the system lost communication. The same message that happens during boot-up was seen on the monitor screen. The camera was still tracking instrument and the site continued with navigation. Communication was restored after about twenty seconds. Surgery was completed using the navigation system. There was no reported surgical delay.

Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed that pcolp was not working correctly. The part was replaced, the issue resolved and a system checkout was performed and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the camera cart on the system lost communication. The same message that happens during boot-up was seen on the monitor screen. The camera was still tracking instrument and the site continued with navigation. Communication was restored after about twenty seconds. Surgery was completed using the navigation system. There was no reported surgical delay.